Event description:
The event is reported as: the distributor (B)(4) alleges that during an incoming inspection, they noted a torn package.

Manufacturer narrative:
From the picture provided, it appeared to be a "torn package." No other defects were observed. A functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, cf, 6.5 lot #01b1400233 was mfg on 02/20/2014. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no changes were required. From the picture provided, it seems to be a "torn package" complaint can not be confirmed; however, it is necessary to receive they physical sample to perform a proper investigation, determine the root cause and corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.